Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the foreign material was found in the 'air/water cylinder,' 'air/water channel,' and 'auxiliary water channel.' However, the root cause of the foreign material remaining in the device could not be identified. There was no deviation from instructions for use (IFU) in reprocessing steps for the locations with foreign material and the foreign material residue point was confirmed to have been free from deformation. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air/water cylinder, air/water tube and jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.